Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: making loud exhaust noise, failed leak test, multi different circuits. No patient involvement.

Event description:
The following was reported to hamilton medical ag: making loud exhaust noise, failed leak test, multi different circuits. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that there was a humming sound from the ventilator and the leak test failed during pre-operational checks. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. To address the issue, an expiratory valve assembly was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the expiratory valve assembly, as no further issues have been reported.